Manufacturer narrative:
Based on the claim against the product by the customer noting the horizon on the endoscope was spinning, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer placed the endoscope on a different arm and the spinning stopped. The customer also performed a power cycled and the issue cleared. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause of the alleged the horizon on the endoscope was spinning cannot be determined based on the information provided. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that during a da vinci-assisted radical without lymphadenectomy prostatectomy surgical procedure, the site was experiencing several endoscopes with the horizon spinning on a specific arm. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical without lymphadenectomy prostatectomy surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that the horizon on the scope was spinning on its own on multiple scopes. The customer tried reseating the scope and sterile adapter, but the issue persisted. The tse had the customer put scope on a different arm and the spinning stopped. The tse advised the customer to power cycle the system and the issue cleared. The procedure was completing as planned with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.